Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had declared elective replacement indicator (eri) battery status in may. The device was successfully interrogated in june, but three days later the device was unable to be interrogated. This device is included in the recall advisory for this model. A guidant technical services consultant discussed using a new wand or a different programmer. The device was successfully interrogated with a different programmer. The device was explanted and replaced with another guidant crt-d due to normal eri.